Event description:
It was reported that during the procedure for treatment of 80-99% blockages in the left anterior descending (lad) and diagonal coronary arteries, an unspecified stent was deployed successfully in the lad. After deployment of the stent, the physician determined at this time that another stent would be necessary to treat a more distal lesion in the lad. A 2.5x8 otw mini vision stent delivery system was advanced through the first stent and the mini vision stent was deployed at a curve in the lad. A dissection occurred. The patient developed hypotension and the physician determined that emergent coronary artery bypass (CABG) was required. CABG was performed successfully and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of dissection, hypotension, and emergent surgery are listed as adverse events in the multi-link vision instructions for use. A conclusive cause for the reported intimal dissection, hypotension, surgical procedure and therapy/non-surgical treatment/delayed patient effects and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.